Event description:
It was reported that the system controller showed "system controller malfunction, contact hospital." The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.